Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708660, lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no specific reason that could be seen that caused the short circuit. The extensions looked visually problem-free, and there was no event in advance that could have caused it either. The extensions would be brought to the post office for mailing.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708660, lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660 lot#/serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was having trouble charging their rc and felt a tingling sensation on their skin while charging.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. H3: analysis revealed that the extensions passed all tests and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID :3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#:( B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suddenly felt electrical surges all over their body when they were in the shower, then they went to the hcp. According to the patient there were no known incidents that could have led to the issue. Troubleshooting took place to remedy the short circuit. First the stimulator was read out and the impedances were measured. It could be seen that there was a short circuit with 150 ohms on pin 9. Then the poles of the extension were pulled out of the stimulator and cleaned. This was done several times, but the short circuit didn't improve. Then the connection point on the head was opened. All adhesions were loosened very finely, and the electrodes could be loosened from the extension. The impedances were then measured again, and it was found that the pole 9 had inconspicuous impedances. The hcp concluded that the short circuit was caused by the extension, so they decided to remove both of the extensions and implant two new ones.